Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the balloon ruptured and the foley catheter fell out. The device was used for the patient on (B)(6) 2022 at 14:00 pm.

Event description:
It was reported that the balloon ruptured and the foley catheter fell out. The device was used for the patient on (B)(6) 2022 at 14:00 pm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.